Event description:
Device returned for analysis with report of "reported rotor test failed, device on list." Follow up with hcp revealed pt had been admitted to the ER in 11/2000 with lack of control of their athetoid movements. Pt was in constant motion and pt was unable to stop the movement. The pump was tested with the rotor test and a bolus of baclofen given. This action appeared to start the pump. The baclofen dose was increased. In january the pt returned for refill. The residual amount was normal at that refill. Oral meds were added. At pt return during month of event date for refill - the clinical response had not improved. A sixteen ml volume residual was found at refill instead of 2 ml. The pump was replaced and the pt has been slowly weaned off their oral medications and control of the athetoid movement has improved with the new pump.